Manufacturer narrative:
H6: device code 2017- failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU), states ¿grasp the suture adjacent to the device sheath and pull the suture ends through the distal end of the proximal guide. The rail suture limb is blue and is the longer of the two suture limbs. This rail suture limb will be used to advance the knot. The shorter, non-rail limb is white tipped and will be used to lock the knot¿. ¿with the rail (longer, blue) suture limb securely wrapped around the left forefinger, place the suture trimmer under the left thumb to assume a single-handed position and complete knot advancement with slow, consistent increasing tension until the suture is taut (guitar string tightness)¿.the reported knot lock appears to be related to user technique based on the reported information that the suture non-rail end was pulled prematurely during knot advancement. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: device code 4001 removed.

Event description:
Subsequent to the initially filed report, additional information received: it was reported that the first device failed due to operator not performing steps according to the instructions for use (IFU). The non-rail or ¿locking suture¿ was pulled before the knot had slipped all the way down to the arteriotomy therefore locking the knot prematurely. Patient was brought back for a cut down on (B)(6) 2019 due to complaint of pain at the access site. It is unsure how the pain was treated. The occlusion caused by the second device was found via angio, the occlusion was treated via cut down on both groins to retrieve the sutures of the second device. In addition, the second device caused a dissection as it lifted the posterior plaque. The dissection was also treated via cut down on both groins. It was reported there was tissue damage caused by the second device and it was treated with external iliac stent and emboloctemy. The reported vessel damage was treated via endarterectomy. The sheath size used was a 6f. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using proglide devices after a neuro interventional procedure. Reportedly, the first device was unable to achieve hemostasis. A second device was attempted and there was bleeding after the knot pusher was advanced and suture was tightened, the physician said it was okay and would settle down. The patient was brought back for a cut down. There was a dissection upward close to the aorta. It seemed the device had been stitched to the artery and there was compression of blood flow. The patient is now stable. No additional information was provided.